Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, the surgeon was able to press the green button and tried to grasp the tissue with the device several times and released the tissue repeatedly. When the doctor tried to perform the first firing at the resection line, the handle was stiff and the device could not fire. A new device was used for this procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, the surgeon was able to press the green button and tried to grasp the tissue with the device several times and released the tissue repeatedly. When the doctor tried to perform the first firing at the resection line, the handle was stiff and the device could not fire. A new device was used for this procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.